Event description:
Transseptal puncture was normal. The physician reported difficulty in advancing the sheath into the patient's groin. Puncture upsized first with 12f dilator and then with a 14f dilator. The sheath was then advanced into the left atrium. A lasso catheter was advanced to the lspv and cardioversion performed. The physician noticed radio opaque substance protruding from the sheath tip. St elevation noted lasting approximately 7 minutes and then resolved. The lasso catheter was removed (no material was noted on the lasso catheter). The sheath was aspirated and air captured in syringe. The physician noted that he could not aspirate beyond a certain point as the sheath was blocked. The sheath was removed and the side port was removed by cutting. The substance that was retrieved from the sheath and the side arm was sent to the hospital's pathology department and report stated that it was fibromuscular tissue consistent with vessel wall. The patient's veins were checked by a vascular doctor and no perforation was noted. The patient was woken and sent for abdominal venogram. The results of the venogram indicated that there was a small early bleed which resolved. T he patient woke from general anesthesia without obvious problems.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues but the side port tube was cut at the proximal end attachment with the stopcock. The reported air aspiration could not be reproduced. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight. The flexcath (B)(4) passed the inspection as per specification.